Event description:
It was reported that approximately 2 hours into a da vinci s hysterectomy procedure, the large needle driver instrument and the graptor grasping retractor instrument rubbed together causing "scrappings" from the shaft of the instrument's to fall into the patient. The surgeon irrigated and removed all of the instrument fragments and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instruments have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Per the information provided, the instrument fragments were retrieved from the patient and the procedure was successfully completed without incident.